Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a pulse generator exchange procedure due to an unknown reason. During the procedure, it was noted that the right ventricular (rv) lead had failed to be disconnected from the pulse generator's header. The pulse generator's header was destroyed, and the lead was able to be disconnected. The patient had no adverse consequences.